Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is giving a ¿replace generator soon¿ message. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced due to the ipg reaching end of life. Reportedly, effective therapy was restored post operatively